Event description:
It was chosen to do an eea staple anastomosis. Therefore, the sigmoid colon was re-identified and a purse-string stapler placed across the distal sigmoid colon. This was fired, the staple line removed and the purse-string stapler removed. It was found that only half the staples fired and there was a purse-string for only half of the circumference; therefore, the purse-string was removed. The staples were removed with electrocautery and a baseball stitch of running 3-0 prolene was used to do a handsewn purse-string... The anus was dilated and the eea stapler placed within. With a hand on top, it was manipulated into the appropriate location and the trocar advanced just anterior to the mid portion of the staple line. The anvil was placed on the trocar and the trocar withdrawn to the appropriate tension. The eea was then fired, it was opened and removed. A leak test was performed and there was found to be gross leakage of air. Examination of the anastomosis revealed that fully half the anastomosis had not performed. There was no evidence of staples and no evidence of the anastomosis anteriorly and on the right side. The staples appeared to be intact posteriorly and on the left. We found no evidence of loose or missing staples either. This appeared to be a catastrophic staple failure. The stapler was retained along with its packaging for subsequent return to the company. An attempt was made to complete the anastomosis by hand sewing; however, this was extremely difficult and poorly positioned because of the nipples on the two sides of the distal rectum made because of the contour cutter being wider than the eea. In addition, we now decided that if the other staples were missing, could we trust the staples that were there. It was decided to take this down completely. With that in mind, this was transected on the sigmoid colon side with electrocautery and then the staple line that had formed on the left and posterior side was also dissected with electrocautery. At this point, we decided to do a handsewn anastomosis even though this was now down considerably further.